Manufacturer narrative:
The complaint device was received and examined under magnification. The insulation coating is cut and peeled off on the distal end of the electrode¿s shaft, confirming this complaint. Visual observations also revealed multiple nicks and marks on the shaft consistent with coming into contact with sharp metal instruments. Moreover, the device had saline stains and tissue debris around and on the device¿s active tip. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. This type of failure has been attributed to instrument coming in contact with other instruments that produce heat during operation or sharp edges causing the insulation layer to be cut. Other than this possibility, we cannot determine a root cause for this failure mode. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of 303 devices that were released to distribution. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during a shoulder procedure, it was observed that the vapr s90 4.0mm w/integr hdp detached from the tip. The procedure was completed with same like product with 4a four minute delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.